Event description:
It was reported that insulin was not delivering from infusion set and insulin pump was working fine. Customer was advised to call when another no delivery was received in order to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.